Manufacturer narrative:
The reported event of this unknown cutting tip breaking was reported in error. The concomitant handpiece had a broken angle nut, which is not a reportable event.

Event description:
The device was received with a broken tip. There was no patient involvement.

Event description:
The device was received with a broken tip. There was no patient involvement.